Event description:
It was reported that the patient presented to hospital after receiving a shock. Interrogation of the device showed that the episode that received the shock was actually an svt event. The episode was resulting in vs and as occurring almost simultaneously, and some as were blanked. This caused the device to determine v>a and not apply discriminators. The patient therefore had atp and then a shock. The shock stopped the svt. Programming changes made were. The patient condition was stable.